Manufacturer narrative:
Insulin pump received with normal operating currents and passed the self-test, unexpected restart error test and displacement test however, unit alarmed compromised force sensor alarm during the prime/delivery test at 4 pounds due to faulty forced sensor resistor. Unable to perform the basic occlusion test, occlusion test, and excessive no delivery test due to compromised force sensor alarm. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states insulin "squirt" out when attempted to prime and continued to do so afte releasing of the act button. Customer states drive support cap appeared normal. Customer's blood glucose was 236 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.